Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported the IV set male luer disconnected from luer locking cannula female luer during infusion. The patient reported his arm felt wet near the IV and upon investigation the disconnection was identified. There was no blood loss noted. The infusion was stopped and a new peripheral IV and IV set were replaced. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.